Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital due to syncopal episodes. Temporary pacing was initiated and the local sales representative was contacted to interrogate the device. Upon interrogation, a red warning screen appeared on the programmer indicating that the voltage is too low for projected remaining capacity. A device replacement procedure was scheduled for within two days. No adverse patient effects were reported. A request was made to know if the device was explanted and replaced yet.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital due to syncopal episodes. Temporary pacing was initiated and the local sales representative was contacted to interrogate the device. Upon interrogation, a red warning screen appeared on the programmer indicating that the voltage is too low for projected remaining capacity. A device replacement procedure was scheduled for within two days. No adverse patient effects were reported. A request was made to know if the device was explanted and replaced yet.